Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update : upon investigation of the actual device used in the incident it was determined that intermittent slow logins on due to network issue. A technical support specialist not able to identify issue although multiple station was checked and concluded that the issue due to facility own network. The system functioned as intended after the technical support specialist inspected the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis medstation system, there were intermittent slow logins on multiple automated dispensing cabinet devices. The customer stated that while tapping the screen and entering the had ID , followed by pressing ok , a spinning circle appeared for up to 60 seconds, requiring touch to prevent idling. The customer reported that there was a delay in accessing medications, which put patient safety at risk in emergency scenarios. There were no adverse events or injuries reported based on this incident.